Manufacturer narrative:
Additional/updated information was added to reflect the crossbraces being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the right crossbrace had a broken stud at the tab. No issues were found with the left crossbrace. An expanded evaluation was performed. The expanded evaluation report confirmed that the cap screw that is welded to the crossbrace bracket was fractured on the right crossbrace and that the fracture pattern indicated that it occurred under a shear load. The left crossbrace was in good condition with only minor signs of wear.

Event description:
The crossbrace had a broken weld where the bolt attaches the two sections in the center.

Manufacturer narrative:
Upon further review, the complaint of the crossbrace having a broken weld was not confirmed. Per the expanded evaluation report, there were no broken welds on the crossbrace. The identified failure was that the cap screw on the right crossbrace was fractured/sheared off. The purpose of the cap screw is to attach the pivot link to the crossbrace. With the cap screw sheared off, the pivot link would not be able to attach; however, this does not affect the stability of the chair. With the pivot link unattached, there is still alignment of the seat rails with the h-blocks, providing the necessary stability and allowing the chair to ride per the design intent. Therefore, this is no longer a reportable event.

Event description:
The crossbrace had a broken weld where the bolt attaches the two sections in the center.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The crossbrace had a broken weld where the bolt attaches the two sections in the center.